Manufacturer narrative:
An event regarding trauma leading to instability involving a triathlon ps insert was reported. The event was confirmed based on the medical records that were provided. Method & results: device evaluation and results: not performed as product was not returned. Medical records received and evaluation: the medical review indicated that the instability noted appears to be post-traumatic in origin and unrelated to the implants or instrumentation used during her index surgery. Device history review: the device was manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for the lot referenced. Conclusions: based on the medical review, the instability noted appears to be post-traumatic in origin and unrelated to the implants or instrumentation used during her index surgery. A CAPA trend analysis was conducted for the reported failure mode and concluded instability may result from other factors not necessarily related to the device. No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Patient fell and felt that it had turn something loose. Revised for laxity. The 4 x 13 ps was removed and replaced w/a 4 x 22 ts insert.

Event description:
Patient fell and felt that it had turn something loose. Revised for laxity. 4 x 13 ps was removed and replaced w/a 4 x 22 ts insert.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.